Manufacturer narrative:
The biomedical engineer (bme) called in reporting the patient was in pacu on bed-ID: (B)(4) and other patients have been sent to the chart for this patient ID since that patient has left pacu. This is happening in the emr. Bed-ID: (B)(4). Bedside ip: 172.016.010.100. Patient ID: (B)(6). Timestamps where data mixing is seen in emr: monitor was attached to a patient on 9/4. Patient has not been in pacu since then but, intermittently it has sent vitals from other patients to that chart. 2e nurse called to make us aware of it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device bedside monitor, model: mu-651ra, sn:(B)(6), unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) called in reporting the patient was in pacu on bed-ID: (B)(4) and other patients have been sent to the chart for this patient ID since that patient has left pacu. This is happening in the emr. Bed-ID: (B)(4). Bedside ip: 172.016.010.100. Patient ID: (B)(6). Timestamps where data mixing is seen in emr: monitor was attached to a patient on 9/4. Patient has not been in pacu since then but, intermittently it has sent vitals from other patients to that chart. 2e nurse called to make us aware of it. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) called in reporting the patient was in pacu on bed-ID: (B)(4) and other patients have been sent to the chart for this patient ID since that patient has left pacu. This is happening in the emr. Bed-ID: (B)(4), bedside ip: (B)(4), patient ID: (B)(6). Timestamps where data mixing is seen in emr: monitor was attached to a patient on 9/4. Patient has not been in pacu since then but, intermittently it has sent vitals from other patients to that chart. 2e nurse called to make us aware of it. No patient harm was reported. Investigation conclusion: customer reported that patient vital data from a (B)(4) system was intermittently flowing into the wrong patient chart in the emr. Investigation determined that a monitor previously used in pacu was still associated with a prior patient record, causing data to be sent to that patient's chart after discharge. Nk tech support theorized that this occurred when the admitting user selected to continue using previous patient data instead of starting a new admit. Logs were requested for confirmation; however, due to insufficient information provided by the customer, the ticket was ultimately closed without further findings. Additional device information: d10 concomitant medical device bedside monitor model: mu-651ra sn: (B)(6) unique identifier (UDI) #: (B)(4). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) called in reporting the patient was in pacu on bed-ID: bay2 and other patients have been sent to the chart for this patient ID since that patient has left pacu. This is happening in the emr. Bed-ID: (B)(4), bedside ip: (B)(4), patient ID: (B)(6). Timestamps where data mixing is seen in emr: monitor was attached to a patient on 9/4. Patient has not been in pacu since then but, intermittently it has sent vitals from other patients to that chart. 2e nurse called to make us aware of it. No patient harm was reported.